Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. This investigation will be closed based on probable root cause. Alleged failure: screw broke. Customer complaint: biosteon screw & twinloop anchor broke during surgery. Investigation findings are: this case involved the use of two different screws of different sizes in addition to a stryker product, twin loop anchor, consisting of peek material. This would insinuate that the cause of breakage in linked to the technique used. Information provided was too limited to fulfil a detailed investigation. Numerous attempts were made to gather more information. Warnings and precautions, including prevention of screw breakages are stated in the instructions for use. No medical intervention is specified, however neither is the effect of the issue on the patient. The suspected root causes are: unable to confirm. The corrective action: no corrective action possible due to lack of information from complainant. The preventive action: h3 other text : 81.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.